Event description:
The device was returned and its evaluation has been completed. The stent graft was still loaded in place. The graft cover was broken (snapped) at the bond area. There was no sign of graft cover stretching at the break area. There was a severe kink at the stent stop. There were multiple kinks and twisting marks on the graft cover 13-17cm from the edge of the graft cover. The slider was retracted 6.4cm. Severe kink at 9-9.4cm (at stent stop). There was a 2mm gap between the tip and the graft cover. The complaint is confirmed; however, evaluation of the device could not conclusively determine what caused the bond to break. Vessel anatomy might have been a factor.

Manufacturer narrative:
(B)(4). Evaluation, results: lack of information (device evaluation is pending). Evaluation, conclusion: lack of information (device evaluation is pending).

Event description:
An endurant bifurcated stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four weeks ago. It was reported that after the iliac extension was deployed the shaft of the delivery system broke into two pieces. The physician was able to remove the delivery system from the patient successfully. The device was returned and its evaluation is pending. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.